Event description:
Device remains implanted. Occlusion occurred at the anstmosis when vein twisted. Revisional surgery next day, straightened vein and re-attached graft. Further information states this was a composite bypass.

Manufacturer narrative:
H6: 86 = none, device remains implanted.